Event description:
It was reported to covidien on (B)(6) 2011 that a customer had an issue with a hemodialysis catheter. The customer stated the arterial end of the interface (catheter tubing) was noted to have blood leakage. The catheter had to be removed and replaced.

Manufacturer narrative:
(B)(4). An investigation is currently underway; upon completion the results will be forwarded.